Manufacturer narrative:
The subject device was returned for evaluation. Evaluation of the subject device showed a bent guide wire. Functional evaluation resulted in deployment of three (3) fasteners, the functional evaluation did not find for broken fasteners as was reported by the complainant. However, the next fastener to be deployed was exposed beyond the cannula opening. The bent guidewire was causing the deployment issue reported and was a result of forces applied while in use. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the investigation performed and sample evaluation, the reported event was confirmed and the root cause was determined to be user/device interface. The instructions-for-use states, "place the tip of the optifix¿ open absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, during a laparoscopic incisional hernia repair procedure on (B)(6) 2020, an optifix straight 30 count was used. During the deployment of tacks by the surgeon, post sixth shot, the tacks were deployed in broken pieces. Broken tacks were removed, and no harm was done to the patient. The surgeon finished the case with another optifix device without any complications. There was no reported patient injury.